Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was lead dislodgement noted on the right ventricular (rv) and left ventricular (lv) leads. A procedure was performed to replace the leads, and during the procedure there was fluid noted which may have been due to a suspected infection. It was alleged that the infection may have led to lead dislodgement. The rv lead, lv lead, and device were explanted and the patient was stable with no consequences. Related manufacturer report numbers: 2938836-2018-13045, 2017865-2018-19120.